Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during initial implant, a new right ventricular lead presented with lead helix broken after several attempts of lead placement. The lead was explanted and replaced on (B)(6) 2022. There were no patient consequences and the patient was in stable.